Manufacturer narrative:
One used tracheostomy tube was received for product inspection. Visual inspection of the returned sample found no damages, faults or anomalies. During functional testing, a syringe was used to inflate the tracheostomy tube cuff. The cuff fully inflated without issue. The entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the tracheostomy tube was found leaking at the cuff after 2 hours of patient use. The pressure of the cuff was being checked by paramedics every 15-20 minutes and re-inflated with air as needed. The tracheostomy tube was replaced after 3 hours use. Due to the leaking and deflating cuff, the patient's blood oxygen became desaturated, and the patient aspirated which lead to pneumonia. No additional or permanent adverse effects were reported. Reporter contact information requested. No additional information available at this time.